Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The proximal balloon of the trellis burst. The device was removed and another trellis was inserted. Additional information in the procedure report received (B)(4) 2014 found that the procedure was performed on the left leg. Per the procedure report the physician over inflated the balloon.